Manufacturer narrative:
It was reported that the patient has a pain and swelling following an accident. The patient has a possible infection. A procedure is planned to check for infection and exchange the poly inserts if required. Review of device history record indicates the device was manufactured to specification.

Event description:
It was reported that the patient has a pain and swelling following an accident. The patient has a possible infection. A procedure is planned to check for infection and exchange the poly inserts if required.